Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3315 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported at about 9:30 am on august 17th, when the nurse was doing PICC catheter maintenance for the patient, he found that there was a bag at the connection of the catheter when he injected the medicine with a disposable syringe. The catheter attachment was replaced afterwards, and the patient had no adverse reactions.